Event description:
Physician was performing a bronchoscopy procedure when he noticed that a small piece of the disposable bronch suction valve fell off the patient lungs during insertion of the bal tubing. Physician unable to retrieve broken piece.